Event description:
Smith's medical filter (or extension) tubing. The patient reported problems with getting air in the line with this tubing. She stated the tubing also looks different, like it is discolored/foggy or maybe thicker. Did the reported product fault occur while in use with a patient: yes the patient noticed this while it was in use. The bubbles did not go past the filter and she changed the tubing. Did the product issue cause or contribute to patient or clinical injury: there was no injury to the patient. If yes, was any medical intervention provided: please explain: na. Is the actual device available to be returned for investigation: no the patient did not save the tubing, she reported this during her monthly consult. She was asked to save the tubing if it happened again and to call us to report this. Reason for use: pah.